Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage on objective lens, the specified resolving power was not obtained. The objective lens was missing, the objective lens had fallen off due to loosening of the joint area. Additionally, the water tightness was lost due to scratch on the bending section cover. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported subject event could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported blurry image on the evis lucera ultrasonic bronchofibervideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: objective lens fell off. There were no reports of patient or user harm associated with this event.